Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained that their leadless implantable pulse generator (ipg) was skipping beats and not working like it has in the past. The leadless ipg remains in use. No further patient complications have been reported as a result of this e vent.